Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridge was filled with 450-470 units of insulin. The customer's blood glucose level was 119 mg/dl. The customer reloaded a new cartridge successfully and received an accurate fill estimate.